Manufacturer narrative:
The device was discarded therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon insertion of the inline sheath, the tip of the nose cone of the delivery catheter system (dcs) met some resistance and bent upon entry into the vessel. The dcs stayed intact and the nose cone did not separate. The sheath successfully delivered the valve and was removed from the body. Five hours after the procedure, the patient became hypotensive and anemic and was diagnosed with right iliac artery transection and subsequently a surgical femoral to femoral bypass was performed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.